Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat ovarian cyst, cystocele, rectocele, vaginal vault prolapse, and vaginal band. It was reported that the patient had a concurrent procedure of a bilateral oophorectomy, anterior repair, posterior repair and perineorrhaphy, and reduction of vaginal band performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.